Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that an implantable collamer lens (icl) is to be exchanged. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Correction data: b1 - reported as; product problem - correct to: adverse event. B2 - oer serious or important medical events. H1 - reported as; malfunction - correct to; serious injury. Claim# (B)(4).